Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Procedure/ technique: transforaminal lumbar interbody fusion (tlif) product status: implanted-remains in service levels: l4-l5 it was reported that intra-op, the surgeons left the broken cage inside the patient. No patient complications were reported due to this event. No treatment or additional surgery was performed as a result of this event